Event description:
It was reported that the pt was explanted of the device due to severe wound infection, which developed in 3 months after surgery. The pt's mother, who decided not to use the babybte/activewear device, reported of red colour of the skin behind the processor around the scar. The date of explantation has not been reported yet.

Manufacturer narrative:
The device has been explanted and should be returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.